Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080675) on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding irregularly") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), anosmia ("started to loose sense of smell"), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), urinary tract infection ("chronic uti") and fatigue ("fatigue"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, anosmia, autoimmune disorder, back pain, urinary tract infection and fatigue outcome was unknown. The reporter provided no causality assessment for anosmia, autoimmune disorder, back pain, fatigue, genital haemorrhage and urinary tract infection with essure. The reporter commented: serious injury criterion: disability/permanent damage, required intervention and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080675) on 06-nov-2018. The most recent information was received on 26-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding irregularly') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anosmia ("started to loose sense of smell"), back pain ("back pain"), urinary tract infection ("chronic uti"), fatigue ("fatigue"), dizziness ("still light headed") and hypersomnia ("slept a lot"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, autoimmune disorder, anosmia, back pain, urinary tract infection, fatigue, dizziness and hypersomnia outcome was unknown. The reporter provided no causality assessment for anosmia, autoimmune disorder, back pain, fatigue, genital haemorrhage and urinary tract infection with essure. The reporter considered dizziness and hypersomnia to be related to essure. The reporter commented: serious injury criterion: disability/permanent damage, required intervention and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Concerning the injuries reported in this case, the following one were described in patient¿s social media: dizziness quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received: reporter information was added. New events "light headed and slept alot" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080675) on 06-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding irregularly') and autoimmune disorder ('autoimmune disease') in a female patient who had essure (batch no. 12579427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anosmia ("started to loose sense of smell"), back pain ("back pain"), urinary tract infection ("chronic uti"), fatigue ("fatigue"), dizziness ("still light headed") and hypersomnia ("slept a lot"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, autoimmune disorder, anosmia, back pain, urinary tract infection, fatigue, dizziness and hypersomnia outcome was unknown. The reporter provided no causality assessment for anosmia, autoimmune disorder, back pain, fatigue, genital haemorrhage and urinary tract infection with essure. The reporter considered dizziness and hypersomnia to be related to essure. The reporter commented: serious injury criterion: disability/permanent damage, required intervention and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Discrepancy noted for date of insertion: (B)(6) 2013 insertion details: could not do right. I small amount of the essure insert was seen at the cornu and decision was made to remove hysteroscopically. Lot number: 12579427. Concerning the injuries reported in this case, the following one were described in patient¿s social media: dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-dec-2020: mr received. Reporter information, lot number added. This is retention case, all information from deletion case (B)(4) with legacy device report num 2951250-2020-08330 were transferred including reporters, references and source documents. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080675) on 06-nov-2018. The most recent information was received on 11-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding irregularly') and autoimmune disorder ('autoimmune disease') in a female patient who had essure (batch no. 12579427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anosmia ("started to loose sense of smell"), back pain ("back pain"), urinary tract infection ("chronic uti"), fatigue ("fatigue"), dizziness ("still light headed") and hypersomnia ("slept a lot"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, autoimmune disorder, anosmia, back pain, urinary tract infection, fatigue, dizziness and hypersomnia outcome was unknown. The reporter provided no causality assessment for anosmia, autoimmune disorder, back pain, fatigue, genital haemorrhage and urinary tract infection with essure. The reporter considered dizziness and hypersomnia to be related to essure. The reporter commented: serious injury criterion: disability/permanent damage, required intervention and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Discrepancy noted for date of insertion: on (B)(6) 2013. Insertion details: could not do right. I small amount of the essure insert was seen at the cornu and decision was made to remove hysteroscopically. Lot number: 12579427. Concerning the injuries reported in this case, the following one were described in patient¿s social media: dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080675) on 06-nov-2018. The most recent information was received on 20-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding irregularly") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), anosmia ("started to loose sense of smell"), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), urinary tract infection ("chronic uti") and fatigue ("fatigue"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, anosmia, autoimmune disorder, back pain, urinary tract infection and fatigue outcome was unknown. The reporter provided no causality assessment for anosmia, autoimmune disorder, back pain, fatigue, genital haemorrhage and urinary tract infection with essure. The reporter commented: serious injury criterion: disability/permanent damage, required intervention and event date on (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.